Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 5181129, UDI: (B)(4). Product family: scs-lead fixation: upn: m365sc43160, model: sc-4316, batch: 24068769, UDI: (B)(4).

Event description:
It was reported that the patient had developed an infection. Symptoms of redness, swelling, and pain at the implantable pulse generator (ipg) site was noted. The physician believed it was not procedure or device related, and the cause was unknown. The patient underwent explant procedure. The patient was administered antibiotic prophylactically. The patient was doing well postoperatively. The explanted device components were discarded by the facility.